Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #:(B)(6) rev. F h3: a medtronic representative went to the site to test the equipment. Testing revealed that ps1 fluctuated and was replaced. Software was updated. The imaging system then passed the system checkout and was found to be fully functional. H3: hardware analysis was completed on the returned power supply. It was installed in a test system and the system functioned as intended. Voltage measured 5.23 vdc and imaging was successful. No faults or failures were found. H6: b01, c02 and d02 apply to the system checkout. B01, c19 and d14 apply to the power supply concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was experiencing issues initializing. When it was first turned on without a patient present, the system finished initializing, but then went back to initializing. The staff rebooted the system to see if that would fix the issue. The system initialized and appeared to function normally. The system was then rolled into the operating room (or), however, the system would not expose fluoro and the green light would not come one. The staff decided to reboot the system again. After the second reboot, the system managed to expose fluoro and they were able to finish the case. There was a delay of less than one hour and no impact to the patient.